Event description:
A customer contacted beckmann coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) and platelet (plt) results generated by the coulter act diff analyzer for a single pt sample. Initial hgb result was 5.6 g/dl and plt result was 127x10 to the third power cells/ul. The original sample was retested and repeated hgb result was 4.9 g/dl and plt result was 99x10 to the third power cells u/l. The pt was admitted to the hosp, redrawn and then transfused with one unit of blood. Redrawn results were available after the transfusion and were higher for both analytes (hgb result was 11.1 g/dl and plt result was 210x10 to the third cells u/l.) Pt was redrawn again twice after 9 hours and the next morning respectively with hgb and plt results correlating to the hospital's original redrawn result. No additional info.

Manufacturer narrative:
The specimen was drawn in a 3ml edta bd vacutainer tube and run immediately after draw. No other sample was affected. Qc was run before and after the event and was within range. A field service engineer (fse) contacted customer and had them run a reproducibility test with good results. Customer ran and verified qc, all parameters were within range. The instrument is currently operating within specifications. Although sample integrity was suspected as a contributing factor, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.